Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and gynemesh was implanted. It was reported that following insertion the patient experienced erosion of vaginal epithelium, urge incontinence, cystocele, overactive bladder, atrophic vaginitis, urinary frequency, nocturia, urgency, and uti. It was reported that patient multiple underwent excision exposed mesh on (B)(6) 2004 and (B)(6) 2011 by dr. (B)(6) at (B)(6) hospital.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.